Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the catheter tip was fractured. Functional testing was not possible do to the aforementioned damage to the catheter tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture was determined to be a design/process issue.

Event description:
This report is to advised of a catheter fracture noted during analysis.